Manufacturer narrative:
Title: peripheral atherectomy: application and techniques tech vasc interventional rad 16:123-135 http://dx.doi.org/10.1053/j.tvir.2016.04.005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A review article was published to study the applications and techniques of peripheral atherecomy devices. A retrospective review of medtronic¿s directional atherectomy devices to treat in-stent restenosis involved the use of distal embolic protection (dep) device, spider fx. It was reported that if significant resistance is encountered when retrieving a dep, particularly when an abundance of debris is identified on the completion angiogram, the filter should be withdrawn only partially into the 0.035 retrieval catheter.